Event description:
It was reported that during a follow up visit, an x-ray showed that the device changed position. The physician did a pocket revision and the device is still in use. At the time of the revision, the physician elected to replace the lead "just to be sure". There were no indications of any lead malfunctions. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).